Event description:
In 2002 the end-uder called medtronic minimed, USA and stated that the tubing is broken about 4 inches from the pump. Unsure if it caught on anything. In 10/2002 maersk medical a/s received the complaint and 1 used tubing. The near-incident took place in USA.